Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient also experienced bilateral pseudoptosis with excess lower pole skin. As a result, the patient underwent explantation and replacement with 400cc smooth mentor memorygel breast implant, catalog # 3504001bc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2020. This medwatch report is for the right-sided implant. On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: the account reported that the patient experienced a deflation in the breast saline implant. During visual evaluation of the device it was observed a crease in posterior view, additionally a tear within the crease, measuring approximately 0.5 cm was noted. The evaluation determined that the rupture is consistent with a crease/fold rupture. These kind of findings is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 19-feb-2020, mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 350cc mentor smooth round moderate profile saline breast implant, catalog # 3501655, serial # b)(4). Manufacturer¿s reference number: b)(4).

Event description:
It was reported that a b)(6) female patient who underwent a breast augmentation primary with a 350cc mentor smooth round moderate profile saline breast implant has experienced postoperative right-sided deflation, confirmed by a physician. As a result, the patient is scheduled to undergo explantation on b)(6) 2020.